Event description:
It was reported that suture placement was successful using two proglide devices in the left common femoral artery using the preclose technique prior to a coronary interventional procedure. The arteriotomy was either a 4f or 5f. During the interventional procedure the sheath was upsized to a 14f. Reportedly, after the interventional procedure, the knots of the pre-placed proglide sutures were advanced to the vessel; however, hemostasis was not achieved. A prostar xl device was deployed and after advancing the knot, hemostasis was not achieved. The physician deployed a dilatation balloon contralateral (right common femoral artery) and then used manual arterial compression to achieve hemostasis on the left common femoral artery. The patient's condition was stable. There were no reported adverse patient sequelae. No clinically significant delay in the closing procedure was reported. The physician reported to be trained in both the proglide and prostar xl devices. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Pt age: estimated, patient reported to be their 80s. The device was discarded and will not be returned for evaluation. A follow-up report will be submitted with all additional relevant information. The other proglide device and prostar xl device referenced will be reported under separate medwatch report numbers.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.